Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 300 mg/dl (aviva system 1) and 130-140 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with (B)(4) patient identifiers for the following systems: (B)(6) - aviva system 1 (B)(6) - aviva system 2.